Manufacturer narrative:
Analysis of programming history.

Event description:
It was stated in a patient's clinical information on (B)(6) 2011, that his current settings were indicative of an interrupted diagnostic test. A review of the manufacturer's programming history database confirmed that on (B)(6) 2010, a faulted system diagnostic test changed the patient's settings. The patient's settings were partially corrected, although the off time was left at altered settings.